Event description:
It was reported that the images were not savable, unable to save, so, a second system was brought in to complete case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector and the single board computer upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.